Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pta of a lesion in the right superficial femoral artery, a powerflex pro balloon catheter ruptured at 10 atm. Another balloon was used to finish the procedure and there was no patient injury. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. A contralateral approach was made. After the lesion was crossed with a guidewire, the powerflex pro was delivered and inflated at the lesion. However, it ruptured at 10atm during its initial dilation. The leakage of the contrast media was observed under the fluoroscopy. Therefore, it was removed from the patient and exchanged for another balloon. The procedure was finished successfully. The product will not be returned for analysis.

Manufacturer narrative:
There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The size and brand of sheath was used in the procedure was unknown along with the brand and size of guidewire. The contrast media along with the contrast to saline ration were unknown. The type and brand of inflation device was used was unknown and it is also unmown if the same indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device was easily removed from the patient and from the other devices. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During percutaneous transluminal angioplasty of the right superficial femoral artery, a powerflex pro balloon catheter ruptured at 10 atmospheres. Another balloon was used to finish the procedure and there was no patient injury. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. A contralateral approach was made. After the lesion was crossed with a guidewire, the powerflex pro was delivered and inflated at the lesion. However, it ruptured at 10 atmospheres during its initial dilation. The leakage of the contrast media was observed under fluoroscopy. Therefore, it was removed from the patient and exchanged for another balloon. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The size and brand of sheath was used in the procedure was unknown along with the brand and size of guidewire. The contrast media along with the contrast to saline ration were unknown. The type and brand of inflation device was used was unknown and it is also unknown if the same indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device was easily removed from the patient and from the other devices. The procedure was finished successfully. The device was not returned for analysis. Review of lot 15939148 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review, vessel characteristics (moderate calcification/stenosis unknown) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.